Event description:
The dr reported that during a cataract extraction procedure, the phacoemulsification machine stopped and displayed an internal error which was not able to be cleared. The dr converted the procedure to an extracapsular cataract extraction. The pt experienced a capsular tear and torn zonules during the procedure and the incision required numerous sutures due to close to the incision. The pt was implanted with a phakic iol. The pt presented with severe swelling and edema following the surgery on the day of the surgery. At the four day post op exam, the dr reported that there was no inflammation and abnormalities.

Manufacturer narrative:
No further info is available.